Event description:
Reportedly, on (B)(6) 2014, the message ¿aida memories are not activated¿ was displayed in the diagnosis sections of the aida (device memories) screens and the majority of information was not available. During this follow-up, new interrogations were performed and the device appeared to operate as expected. The previous follow-ups were most probably performed on (B)(6) 2013. The last updated p/r amplitudes in the overview screen and the statistics reset date were (B)(6) 2013.

Event description:
Reportedly, on (B)(6), 2014, the message ¿aida memories are not activated¿ was displayed in the diagnosis sections of the aida (device memories) screens and the majority of information was not available. During this follow-up, new interrogations were performed and the device appeared to operate as expected. The previous follow-ups were most probably performed on (B)(6), 2013. The last updated p/r amplitudes in the overview screen and the statistics reset date were (B)(6), 2013.